Manufacturer narrative:
Per the evaluation the c-mac imager set had light emitting but no image presented. Product will be sent to manufacturer for further evaluation.

Event description:
Allegedly, during an intubation of a coding infant, the c-mac pediatric imager set failed to produce an image. The patient was flown to another facility for intervention.